Manufacturer narrative:
As reported, the patient experienced pelvic pain, erosion post implant and underwent additional surgery which included removal of mesh. The explanted mesh was not returned to the manufacturer for evaluation. Based on the information received, there is no way to determine whether the bard flat mesh may have caused or contributed to the problems experienced due to the limited clinical information provided and the patient¿s extensive medical history. The instructions-for-use (IFU) supplied with the device lists inflammation as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Per information provided by the patient's attorney: attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. It is also alleged that the patient has suffered and will continue to suffer pain, suffering, disability, impairment, emotional distress and the device was defective. Addendum per the patient fact sheet (pfs) and medical records: (B)(6) 2015 - a (B)(6) year patient with a history of cystocele, rectocele, recurrent uti and stress urinary incontinence underwent sling vaginal urethroplasty, cystocele and rectocele repair with implant of a bard mesh (bard flat mesh). Per the operative report, ¿a mesh sling (bard flat mesh) was bathed in a bacitracin-based solution and then inserted below both pubic rami at mid-urethral region.¿ between (B)(6) 2017 - the patient had symptomatic renal colic symptoms including pain, nausea and vomiting and made multiple follow-up doctor visits, underwent multiple diagnostic tests, ureteral stents placement and removal. All reports provided did not mention any involvement or visualization of the bard flat mesh. (B)(6) 2017 - the patient had a gynecologist's appointment, who noted the patient had a recent lithotripsy a month prior and had increased bleeding since the mesh was placed. Mesh (flat mesh) erosion was noted. (B)(6) 2017 - the patient reported having decreased libido immediately after surgery, vaginal bleeding and suprapubic pain. Removal of retropubic mesh sling was suggested. (B)(6) 2017 - a translabial us noted curvilinear mesh segments, posterior of the urethra, extramural, without visible erosion into the urethral wall. (B)(6) 2017 - preop cystoscopy showed no evidence of stones, tumors, or mesh erosion. (B)(6) 2017 - the patient underwent vaginal exploration and reconstruction, urethrolysis, removal of right labial lesion and removal of the bard mesh (flat mesh). Per the operative report details, ¿a segment of mesh exposed at the right lateral anterior vaginal wall and some granulation tissue on the left anterior vaginal wall was noted. We then identified the mesh and dissected laterally, until the piece ended. The mesh part did not continue to the retropubic space. We carefully dissected it and freed up the anchor from the embedded periurethral fascia. We then approached the contralateral side in a similar fashion and continued to dissect until it reached the piece was completely removed.¿ urethrolysis and vaginal reconstruction was then performed and the patient was discharged the next day. (B)(6) 2017 - histopathology report of the mesh reported benign fibrous tissue with foreign body reaction, moderate chronic inflammation and the right labial skin was consistent with squamous epithelium which was negative for malignancy. It is also alleged that the patient has sharp pain in the right pelvis, suprapubic pain, bleeding, scarring, interruption of normal activities of life.